Event description:
Customer called on (B)(6) 2011 to report of a leak from reagent probe a of a unicel dxc 600 synchron system. Customer stated that fluid was slowly collecting under the probe. No control or result issues were observed by the customer. No injury was reported and no erroneous result was generated as a result of the leak. Field service engineer (fse) was dispatched and found that the leak was due to kinked line between the 4 way valve and the reagent probe. Fse proceeded to replace and rerouted the line and the issue was resolved.

Manufacturer narrative:
Bec identifier for this report is (B)(4).